Event description:
Reporter alleged obtaining the results of 454 mg/dl, 175 mg/dl, 148 mg/dl and 135 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
The customer reported that while a patient was coding, the mp70 monitor went into standby three times.